Event description:
Infection associated with use of clave port IV tubing reported. A customer had converted their IV tubing sets from pre-pierced reseal sets to sets with clave ports. Since then they have observed an increase in reports of IV site infections. They had concurrently switched over to using needleless b-d IV catheters. The customer is not sure if the infection rate is due to the sets, IV catheters, technique, or some combination of the three. In teh second of two documented incidences, a pt was on a ventilator for diagnosis of pneumonia. It was noted that the IV site on her wrist became reddened, and cellulitis developed and went to her arm. A site culture was taken and shown to be staphylococcus aureus. The pt had been on cipro since admission. The pt expired 10/13 "due to pneumonia and respiratory failure." No further info is available.